Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that her testing frequency is 5 times daily and manages her diabetes with humalog (sliding scale) and lantus (10 units at night). The patient reported the alleged issue began on (B)(6) 2012 (unknown time). The patient reported a blood glucose reading of "211 mg/dl" with the subject meter; which she patient indicated was not within her normal blood glucose readings of "130-140 mg/dl." At the time, the alleged issue began, the patient confirmed she did not take any action regarding her diabetes regimen. At an unknown time after the alleged issue began, the patient claimed she passed out; which she confirmed as a low blood sugar symptom. Prior to the start of the alleged issue, the patient was not able to provide when she last tested on the subject meter or if she made any changes to her diabetes regimen to the mss. In response to the symptom, the patient verified emergency medical service (ems) was notified for assistance. When the ems arrived, the patient confirmed she was tested by their meter with a reading of "under 20 mg/dl" and was then administered intravenous (IV) glucose. After the treatment from ems, the patient was admitted to the emergency room (ER) and received additional treatment of food, but does not recall if additional blood glucose readings were obtained. The patient confirmed within the hour of her treatments, she felt better, but was kept for observation at the ER for about 4 hours. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly; however, the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient obtained an inaccurate reading on the subject meter, developed a symptom suggestive of severe hypoglycemia, that the patient required medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up # 1 (05/24/2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings: on (B)(4) 2012 the meter passed testing with no faults found. The primary complaint was not confirmed. On (B)(4) 2012 the test strips were evaluated by pa. The test strips passed testing with no faults found. The retain test strips were also tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.